Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The event was reported through an anonymous survey; therefore, the identity of the hospital remains confidential, and no additional information is available. No root cause could be identified since no product sample nor objective evidence was available for investigation. There are manufacturing controls in place related to the reported problems.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As reported, as per customer feedback, this vamp system had clots and partial air pockets. There was no allegation of patient injury reported. Patient demographics were unable to be obtained.